Manufacturer narrative:
E1- initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation. The device was removed without any problem, and the procedure was completed with this device. There were no patient reported, and the patient was in good condition after the procedure.